Manufacturer narrative:
Full facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest when water was poured into the foley catheter balloon, the water could not be drained. Also, one sided swelling was observed. After difficulty in draining water occurred in the department where it was used, the water had been drained by the time it was received at spd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11291030. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with syringe. Visual inspection noted no obvious visible observations. The balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and an asymmetrical balloon was observed, with an approximate ratio of 100:0. This is out of specification per inspection procedure ip7603444, revision 0, which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." Using the returned syringe, only 2 ml could be withdrawn within 5 minutes. Per CAPA 11291030, the identified potential root cause for this failure is that the core pins used in balloon molding were found to be out of specification. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11291030. Refer to CAPA 11291030 for further details. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest when water was poured into the foley catheter balloon, the water could not be drained . Also, one sided swelling was observed. After difficulty in draining water occurred in the department where it was used, the water had been drained by the time it was received at spd. Per notification from ucc on 08dec2025, it was reported that catheter balloon did not deflate using returned syringe was found during sample evaluation on 08aug2025.